Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 8000 c (701) module. The initial result was 0.9 mg/l. This result was reported outside of the laboratory where it was questioned. The sample was repeated and the result was 43.0 mg/l. The customer is not having issues with any other tests. There was no allegation that an adverse event occurred. The phos2 reagent lot number was 330425. The expiration date was not provided. Calibration and qc data was acceptable. The reaction curve data for the initial result shows the typical curve with low sample volume. The reaction curve data for the repeat result shows the typical normal curve.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.